Manufacturer narrative:
Device is used for treatment. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The mfg documents were reviewed and no complaint related issues were found.

Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: the screws of the cover plate for the aiming device are loose.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigated target fulfills all necessary requirements. Moreover it observes all specifications. Based on this result we exclude a manufacturing error. We only assume that during the procedure of re-processing cycles the fitting came loose. No product fault could be detected.